Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 31-jan-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 30-nov-2023, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results of >1000 seconds on a 64 year old male patient that was presented for left heart catheterization, admitted with diagnosis of hypertension and elevated myocardial infarction stemi. There was no additional patient information available. Date collected tested result heparin heparin time (B)(6) 2023 21:19 21:19 661 (B)(6)-2023 4000 units 22:22 (B)(6)-2023 22:24 22:24 244 (B)(6)-2023 22:33 22:33 >1000 per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.